Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed hardware and cubie was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) investigated a failure in the auxiliary drawer pocket a2, which did not release. Upon further inspection, the fse found that none of the cubie pockets in the full-height drawer would release. The issue was traced to a legacy full-height qb drawer. The fse manually released all qb pockets and confirmed that no medications were present in the drawer. They removed the faulty drawer, installed a new one, placed the qb pockets back in, and allowed the drawer to configure with updates. The drawer was then configured in the application. After logging out, the fse ran diagnostics and allowed the customer to perform a test to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex d code and manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the reported issue related to the medstation es aux 7-drawer was confirmed by the bd fse (field service engineer). The device was initially evaluated by the bd fse according to (B)(4): fse reported that aux drawer pocket a2 failed to release. Fse found that all pockets would fail to release. As the issued fh was a legacy version, fse decided to replace the fh drawer. The device was then tested and exhibited no further issues. External inspection was performed and found no obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface of the returned assy cubie module fh (p/n 138900 02). Dchu testing found that the drawer controller board capacitor c53 was missing from the board. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was determined to be a damaged drawer controller board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, had failed hardware and cubie was not working. As per part investigation, it was determined that there was drawer controller board missing capacitor c53. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had failed hardware and cubie was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.